Manufacturer narrative:
An investigation was conducted: it was reported that on december 27th, 2023, the c-arm of a selenia dimensions mammography systems, 3d was moving by itself. The device displayed an error switch fault. A field engineer (fe) checked connections and wiring for the c-arm switches and found no issues. The fe replaced the c-arm rotary switch to resolve the issue. No patient or user injuries were reported. A review of this device¿s history showed that the issue of uncommanded movement later occured on april 16th, 2024 underdue to a stuck rotary switch, which was 111 days old at the time. The rotary switch was replaced to resolve the issue. The rotary switch was replaced; however, no parts were returned for further investigation. The rotary switch was 844 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the rotary switch. The likely cause is related to wear and tear on the component as the component was at the age of 844 days. Further investigation could not be carried out as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time. The risk level did not change from what is documented in the dimensions risk file and is considered very low based on the occurrence. Review of the complaint determined that the likely cause of the uncommanded c-arm movement was due to wear and tear. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) showed that the issue of uncommanded movement occurred on april 16th, 2024 under a separate related complaint due to a stuck rotary switch, which was 111 days old at the time of replacement. The rotary switch was replaced to resolve the issue. There were no additional complaints for or related to uncommanded c-arm movement. The complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There is one discrepancy noted in the DHR, however this discrepancy was not related to the rotary switch. The rotary switch was tested on this gantry with no issues noted. System product code: sda-sys-3000-3d, serial number: (B)(6), event date: 27dec2023, manufacture date: 17aug2021, system installation date: 10sep2021, unique device identified (UDI): (B)(4).

Event description:
It was reported by the user site that during a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2023, the c-arm of the device was observed by a technologist as moving by itself. The user site reported that the device also displayed an error switch fault. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and checked connections and wiring for the c-arm switch and found no issues. The fse replaced the c-arm rotation switch, tested its functionality, and afterwards verified that the system is now operating according to manufacturer specifications. No further information is currently available.